Manufacturer narrative:
It was reported that the gauze was shedding during use. Due to this, pieces had to be manually debrided out of the wound cavity. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Raytecs "fell apart" during case.